Event description:
Caller reported the down button on the pump is no longer responding consistently to presses. Caller stated the button is not flat and the issue is intermittent; button works if pressed hard. Caller reported the issue has been occurring for about 2 months. Caller stated the button does not make an audible sound but it does vibrate when pressed hard. Patient reported the rubber housing over the buttons is peeling off; cannot see the metal plate. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.